Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie would not open. A field service engineer (fse) found that cubies could not be installed in position 10 of the cubie drawer in half high drawer 8. The cubie tray was removed, and a piece of medication foil was discovered interfering with and stretching the wire harness. The obstruction was removed, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie would not open during medicine issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.